Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vascular tissue anastomosis on a laparoscopic rectosigmoidectomy, after starting the load on the stapler and placing the load on the fabric, the stapling started. When the trigger was triggered, the load was locked and handle was not squeezed. The green button was also not pressed. Additionally, it was stated that there was a problem with loading and unloading of the device. Another device was used. There was no patient injury.